Event description:
It was reported that approximately four months after implantation of an intraocular lens into the left eye, the patient complained of having poor vision. Approximately six months after initial implantation, the lens was exchanged for a different model iol. In the surgeon's opinion, the most likely cause of the event is the patient could not neuro-adapt. The patient has recovered.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.